Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system. During an interventional procedure, the user reported that sporadically no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined. The service engineer (cse) could reproduce the issue on the affected system. The review of the local log files showed that a component of the digital image pre-processing (dipp) chain was reporting the error "ccd not available - acu resets dipp". A ccd (charge coupled device) is a component of the light sensitive sensor used in the image intensifier. During troubleshooting the ccd receiver board (ccr2 board) was identified to be defective. After replacement of the ccr2 board the issue was resolved. The cse provided the log file for detailed investigation. The investigation of the log file showed the dipp did not become ready after startup of the system and therefore was resetting periodically. In addition the graphic real time processing boards copra1 and copra2 were not found by the pci bus (peripheral component interconnect). The cause for such issue is a defective or not correctly seated ccr2 board. The replaced ccr2 board was not returned for investigation. The ccr2 board was in clinical use for 12 years. There are several reasons for a failure of an electronic component after such a long time of usage. The cse replaced the ccr2 board on the affected system which resolved the issue. No systematic issue in the field was identified. No corrective action in the installed base is planned based on the present event.